Event description:
It has been reported to philips that the azurion system kept rebooting. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system kept rebooting. Review of the system log file showed serviceinfra errors. The fse determined that the reported issue was due to defective suite pc. As a part of repair activity, the fse replaced suite pc, reloaded software, restored and verified epx database. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.